Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that connection with reservoir ring was missing .the reservoir was unable to lock in place when inserted into pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.